Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, asked customer facilities maintenance to check out power outlet. System operates as intended.

Event description:
Customer reported the power plug is sparking and the system is shuting down. No pt injury was reported.